Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).

Event description:
A facility reported that during intraocular lens (iol) implant surgery, the capsular bag tore. The lens was removed and a "larger" lens implanted. Additional info has been requested.